Event description:
It was reported that the physician's handheld started freezing on the interrogation screen. The issue resolved with a soft reset, but the physician requested a replacement. The product was returned to the manufacturer, but analysis is pending.